Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging. The physician confirmed the ipg migrated within the pocket.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging. The physician confirmed the ipg migrated within the pocket.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain at the pocket site. The physician relocated the ipg pocket site.